Event description:
Same case as MFR: 2134265-2015-03016. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The 27mm watchman delivery system was deployed; however, a pericardial effusion (pe) occurred. The pe was treated by pericardiocentesis and blood transfusion using two units of blood. The event was considered recovered/resolved. No further patient complications were reported.

Event description:
It was further reported that the implant procedure was successful. The 27mm watchman ® laa closure device was placed distal to and spanned the entire laa ostium.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).